Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation into other organs"), menorrhagia ("persistent increased menstrual flow /menorrhagia"), intra-abdominal haemorrhage ("severe abdominal bleeding"), tooth disorder ("dental problems"), seizure ("seizures") and bipolar disorder ("bipolar disorder") in a 34-year-old female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring and ortho tri cyclen. Concurrent conditions included cholelithiasis, smoker, morbid obesity, mood swings, crying, insomnia, suicidal ideation, fever, cough, postnasal drip, ear pain, general body pain and mental disorder. Concomitant products included paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) for abdominal cramps as well as baclofen, benzatropine mesilate (benztropine), bupropion (wellbutrin), diazepam, fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone, prednisone, topiramate, topiramate (topamax) and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), bipolar disorder (seriousness criterion medically significant), post-traumatic stress disorder ("ptsd"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced headache ("headaches"), migraine ("migraines"), incontinence ("incontinence"), micturition urgency ("urinary urgency") and nausea ("nausea"). In (B)(6) 2010, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced alopecia ("hair loss") and eye disorder ("problem with left eye / eye problems"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"), constipation ("constipation"), fall ("fall often"), balance disorder ("lack of balance"), weight decreased ("weight loss"), seizure (seriousness criterion medically significant), coordination abnormal ("strength and coordination in my left leg") and pelvic pain ("pain: pelvic area"). In 2016, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). On (B)(6) 2017, the patient experienced thermal burn ("burned my cervix"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain/pain: lower back and radiates down left leg"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands and feet"), vaginal infection ("vaginal infection"), dyspareunia ("pain during sex"), allergy to metals ("allergic reaction to all of my jewelry that was not made of gold or silver,") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)/it hurts too much and I would bleed afterwards"), affective disorder ("mood issues"), pain in extremity ("pain: left leg") and abdominal pain upper ("pain: side stomach and lower stomach"). The patient was treated with surgery (ablation in 2016) and surgery (tooth extracted). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, intra-abdominal haemorrhage, abdominal pain, abdominal pain lower, back pain, headache, migraine, hypoaesthesia, paraesthesia, vaginal discharge, vaginal infection, alopecia, amnesia and dyspareunia had not resolved and the fatigue, incontinence, vaginal haemorrhage, allergy to metals, female sexual dysfunction, micturition urgency, dysmenorrhoea, tooth disorder, cystitis, constipation, affective disorder, urinary tract infection, fall, nausea, balance disorder, weight decreased, seizure, coordination abnormal, pelvic pain, bipolar disorder, post-traumatic stress disorder, depression, anxiety, thermal burn, pain in extremity, eye disorder and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, affective disorder, allergy to metals, alopecia, amnesia, anxiety, back pain, balance disorder, bipolar disorder, constipation, coordination abnormal, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fall, fatigue, female sexual dysfunction, headache, hypoaesthesia, incontinence, intra-abdominal haemorrhage, menorrhagia, micturition urgency, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, perforation, post-traumatic stress disorder, seizure, thermal burn, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: consumer still suffers from the above mentioned syrnptoms and is currently trying to set a date for the removal of the essure devices. Current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion (B)(6) 2014, ultrasound and labs are consistent with choledocholithiasis. She had a 1.8 cm stone, impacted in her distal common bile duct. (B)(6) 2010; hysterosalpingogram : impression: the essure devices prevent contrast from entering the tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, bipolar disorder, amnesia, urinary tract infection and back pain." Most recent follow-up information incorporated above includes: on 18-jun-2018: model number updated. Lot number added. Concomitant drugs were added. Onset date of events were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation into other organs"), menorrhagia ("persistent increased menstrual flow /menorrhagia"), device breakage ("the coil was in pieces"), intra-abdominal haemorrhage ("severe abdominal bleeding"), tooth disorder ("dental problems"), seizure ("seizures") and bipolar disorder ("bipolar disorder") in a 34-year-old female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, neck surgery, atypical squamous cells of undetermined significance, cholecystitis acute, decreased appetite, exhaustion, nightmares, hypervigilance, post-traumatic stress disorder, sciatica and balance difficulty. (B)(6) 2014, ultrasound and labs are consistent with choledocholithiasis. She had a 1.8 cm stone, impacted in her distal common bile duct. Previously administered products included for an unreported indication: nuvaring and ortho tri cyclen. Concurrent conditions included cholelithiasis, smoker, morbid obesity, mood swings, crying, insomnia, suicidal ideation, fever, cough, postnasal drip, ear pain, general body pain, mental disorder, menstruation irregular, colposcopy, bacterial vaginosis and pelvic congestion. Concomitant products included paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) for abdominal cramps as well as amoxicillin, baclofen, benzatropine (benztropine), bupropion hydrochloride (wellbutrin), diazepam, diazepam (valium), doxycycline, fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone, ibuprofen, lithium, prednisone, topiramate, topiramate (topamax), tramadol and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("pain during sex"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bipolar disorder (seriousness criterion medically significant), post-traumatic stress disorder ("ptsd"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)/it hurts too much and I would bleed afterwards"). In (B)(6) 2010, the patient experienced headache ("headaches"), migraine ("migraines"), urinary incontinence ("bladder or urinary problems or changes :incontinence"), micturition urgency ("urinary urgency") and nausea ("nausea"). In (B)(6) 2010, the patient experienced tooth disorder (seriousness criterion medically significant). In 2010, the patient experienced allergy to metals ("allergic reaction to all of my jewelry that was not made of gold or silver") with rash and mood altered ("mood issues"). In 2014, the patient experienced alopecia ("hair loss") and eye disorder ("problem with left eye / eye problems"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"), constipation ("constipation"), fall ("fall often"), balance disorder ("lack of balance"), seizure (seriousness criterion medically significant), coordination abnormal ("strength and coordination in my left leg") and pelvic pain ("pain: pelvic area") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). On (B)(6) 2017, the patient experienced thermal burn ("burned my cervix"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain/pain: lower back and radiates down left leg"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands and feet"), vaginal infection ("vaginal infection"), affective disorder ("mood issues"), pain in extremity ("pain: left leg"), abdominal pain upper ("pain: side stomach and lower stomach") and dysstasia ("my legs give out and I am unable to stand"). The patient was treated with surgery (ablation in 2016, fallopian coil and fallopian tubes removed and tooth extracted). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, menorrhagia, intra-abdominal haemorrhage, abdominal pain, back pain, headache, migraine, hypoaesthesia, paraesthesia, vaginal discharge, vaginal infection, alopecia, amnesia and dyspareunia had not resolved, the device breakage, fatigue, urinary incontinence, vaginal haemorrhage, allergy to metals, female sexual dysfunction, micturition urgency, cystitis, constipation, affective disorder, urinary tract infection, fall, tooth disorder, nausea, balance disorder, weight decreased, seizure, coordination abnormal, pelvic pain, bipolar disorder, post-traumatic stress disorder, depression, anxiety, thermal burn, pain in extremity, eye disorder, abdominal pain upper and dysstasia outcome was unknown and the abdominal pain lower, dysmenorrhoea and mood altered was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, affective disorder, allergy to metals, alopecia, amnesia, anxiety, back pain, balance disorder, bipolar disorder, constipation, coordination abnormal, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, dysstasia, eye disorder, fall, fatigue, female sexual dysfunction, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, micturition urgency, migraine, mood altered, nausea, pain in extremity, paraesthesia, pelvic pain, perforation, post-traumatic stress disorder, seizure, thermal burn, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: consumer still suffers from the above mentioned syrnptoms and is currently trying to set a date for the removal of the essure devices. Current weight 250 lbs. Patient done pap smear (B)(6) 2015 showed ascus, hr hpv positive. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. The essure devices prevent contrast from entering the tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, bipolar disorder, amnesia, urinary tract infection and back pain, depression, dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: medical records received. Event per mr: the coil was in pieces. Concomitant medication added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation into other organs"), menorrhagia ("persistent increased menstrual flow /menorrhagia"), intra-abdominal haemorrhage ("severe abdominal bleeding"), tooth disorder ("dental problems"), seizure ("seizures") and bipolar disorder ("bipolar disorder") in a 34-year-old female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring and ortho tri cyclen. Concurrent conditions included cholelithiasis, smoker, morbid obesity, mood swings, crying, insomnia, suicidal ideation, fever, cough, postnasal drip, ear pain, general body pain and mental disorder. Concomitant products included paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) for abdominal cramps as well as baclofen, benzatropine mesilate (benztropine), bupropion (wellbutrin), diazepam, doxycycline, fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone, ibuprofen, prednisone, topiramate, topiramate (topamax) and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced amnesia ("memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), bipolar disorder (seriousness criterion medically significant), post-traumatic stress disorder ("ptsd"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced headache ("headaches"), migraine ("migraines"), incontinence ("incontinence"), micturition urgency ("urinary urgency") and nausea ("nausea"). In (B)(6) 2010, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced alopecia ("hair loss") and eye disorder ("problem with left eye / eye problems"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"), constipation ("constipation"), fall ("fall often"), balance disorder ("lack of balance"), weight decreased ("weight loss"), seizure (seriousness criterion medically significant), coordination abnormal ("strength and coordination in my left leg") and pelvic pain ("pain: pelvic area"). In 2016, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). On (B)(6) 2017, the patient experienced thermal burn ("burned my cervix"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain/pain: lower back and radiates down left leg"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands and feet"), vaginal infection ("vaginal infection"), dyspareunia ("pain during sex"), allergy to metals ("allergic reaction to all of my jewelry that was not made of gold or silver") with rash, female sexual dysfunction ("apareunia (inability to have sexual intercourse)/it hurts too much and I would bleed afterwards"), affective disorder ("mood issues"), pain in extremity ("pain: left leg") and abdominal pain upper ("pain: side stomach and lower stomach"). The patient was treated with surgery (ablation in 2016) and surgery (tooth extracted). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, intra-abdominal haemorrhage, abdominal pain, abdominal pain lower, back pain, headache, migraine, hypoaesthesia, paraesthesia, vaginal discharge, vaginal infection, alopecia, amnesia and dyspareunia had not resolved and the fatigue, incontinence, vaginal haemorrhage, allergy to metals, female sexual dysfunction, micturition urgency, dysmenorrhoea, tooth disorder, cystitis, constipation, affective disorder, urinary tract infection, fall, nausea, balance disorder, weight decreased, seizure, coordination abnormal, pelvic pain, bipolar disorder, post-traumatic stress disorder, depression, anxiety, thermal burn, pain in extremity, eye disorder and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, affective disorder, allergy to metals, alopecia, amnesia, anxiety, back pain, balance disorder, bipolar disorder, constipation, coordination abnormal, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fall, fatigue, female sexual dysfunction, headache, hypoaesthesia, incontinence, intra-abdominal haemorrhage, menorrhagia, micturition urgency, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, perforation, post-traumatic stress disorder, seizure, thermal burn, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: consumer still suffers from the above mentioned symptoms and is currently trying to set a date for the removal of the essure devices. Current weight: 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion (B)(6) 2014, ultrasound and labs are consistent with choledocholithiasis. She had a 1.8 cm stone, impacted in her distal common bile duct. (B)(6) 2010; hysterosalpingogram: impression: the essure devices prevent contrast from entering the tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, bipolar disorder, amnesia, urinary tract infection and back pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation into other organs"), menorrhagia ("persistent increased menstrual flow /menorrhagia"), intra-abdominal haemorrhage ("severe abdominal bleeding"), tooth disorder ("dental problems"), seizure ("seizures") and bipolar disorder ("bipolar disorder") in a 34-year-old female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring and ortho tri cyclen. Concurrent conditions included cholelithiasis, smoker, morbid obesity, mood swings, crying, insomnia, suicidal ideation, fever, cough, postnasal drip, ear pain, general body pain and mental disorder. Concomitant products included paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) for abdominal cramps as well as baclofen, benzatropine (benztropine), bupropion hydrochloride (wellbutrin), diazepam, diazepam (valium), doxycycline, fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone, ibuprofen, prednisone, topiramate, topiramate (topamax), tramadol and trazodone. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("pain during sex"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), bipolar disorder (seriousness criterion medically significant), post-traumatic stress disorder ("ptsd"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)/it hurts too much and I would bleed afterwards"). In (B)(6) 2010, the patient experienced headache ("headaches"), migraine ("migraines"), urinary incontinence ("bladder or urinary problems or changes :incontinence"), micturition urgency ("urinary urgency") and nausea ("nausea"). In (B)(6) 2010, the patient experienced tooth disorder (seriousness criterion medically significant). In 2010, the patient experienced allergy to metals ("allergic reaction to all of my jewelry that was not made of gold or silver") with rash and mood altered ("mood issues"). In 2014, the patient experienced alopecia ("hair loss") and eye disorder ("problem with left eye / eye problems"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"), constipation ("constipation"), fall ("fall often"), balance disorder ("lack of balance"), seizure (seriousness criterion medically significant), coordination abnormal ("strength and coordination in my left leg") and pelvic pain ("pain: pelvic area") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). On (B)(6) 2017, the patient experienced thermal burn ("burned my cervix"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain/pain: lower back and radiates down left leg"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands and feet"), vaginal infection ("vaginal infection"), affective disorder ("mood issues"), pain in extremity ("pain: left leg"), abdominal pain upper ("pain: side stomach and lower stomach") and dysstasia ("my legs give out and I am unable to stand"). The patient was treated with surgery (ablation in 2016 and tooth extracted). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, intra-abdominal haemorrhage, abdominal pain, back pain, headache, migraine, hypoaesthesia, paraesthesia, vaginal discharge, vaginal infection, alopecia, amnesia and dyspareunia had not resolved, the abdominal pain lower, dysmenorrhoea and mood altered was resolving and the fatigue, urinary incontinence, vaginal haemorrhage, allergy to metals, female sexual dysfunction, micturition urgency, tooth disorder, cystitis, constipation, affective disorder, urinary tract infection, fall, nausea, balance disorder, weight decreased, seizure, coordination abnormal, pelvic pain, bipolar disorder, post-traumatic stress disorder, depression, anxiety, thermal burn, pain in extremity, eye disorder, abdominal pain upper and dysstasia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, affective disorder, allergy to metals, alopecia, amnesia, anxiety, back pain, balance disorder, bipolar disorder, constipation, coordination abnormal, cystitis, depression, dysmenorrhoea, dyspareunia, dysstasia, eye disorder, fall, fatigue, female sexual dysfunction, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, micturition urgency, migraine, mood altered, nausea, pain in extremity, paraesthesia, pelvic pain, perforation, post-traumatic stress disorder, seizure, thermal burn, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: consumer still suffers from the above mentioned syrnptoms and is currently trying to set a date for the removal of the essure devices. Current weight 250 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 60.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. (B)(6) 2014, ultrasound and labs are consistent with choledocholithiasis. She had a 1.8 cm stone, impacted in her distal common bile duct. (B)(6) 2010; hysterosalpingogram : impression: the essure devices prevent contrast from entering the tubes . ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, bipolar disorder, amnesia, urinary tract infection and back pain, depression." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received, event added- dysstasia. Events onset date added. Events outcome updated. Lab data date updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("persistent increased menstrual flow"), perforation ("perforation into other organs "), intra-abdominal haemorrhage ("severe abdominal bleeding") and cholecystectomy ("gallbladder removed") in a female patient who had essure (ess205) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping "), abdominal pain lower ("lower abdominal pain "), back pain ("lower back pain "), headache ("headaches "), migraine ("migraines "), hypoaesthesia ("numbness in hands and feet "), paraesthesia ("tingling in hands and feet "), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection "), alopecia ("hair loss "), amnesia ("memory loss "), dyspareunia ("pain during sex ") and fatigue ("fatigue "). The patient was treated with surgery (ablation in 2016). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, perforation, intra-abdominal haemorrhage, cholecystectomy, abdominal pain, abdominal pain lower, back pain, headache, migraine, hypoaesthesia, paraesthesia, vaginal discharge, vaginal infection, alopecia, amnesia and dyspareunia had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, cholecystectomy, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, migraine, paraesthesia, perforation, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: consumer still suffers from the above mentioned symptoms and is currently trying to set a date for the removal of the essure devices. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("persistent increased menstrual flow"), perforation ("perforation into other organs") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholelithiasis, smoker and morbid obesity. Concomitant products included paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) for abdominal cramps as well as bupropion (wellbutrin), fluoxetine hydrochloride (prozac) and topiramate (topamax). In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced affective disorder ("mood issues"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), amnesia ("memory loss"), fatigue ("fatigue"), incontinence ("incontinence"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), micturition urgency ("urinary urgency"), dysmenorrhoea ("dysmenorrhea (cramping)"), bipolar disorder ("bipolar disorder"), post-traumatic stress disorder ("ptsd"), depression ("depression") and anxiety ("anxiety"). In (B)(6) 2008, the patient experienced dyspareunia ("pain during sex") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)/it hurts too much and I would bleed afterwards"). In (B)(6) 2008, the patient experienced headache ("headaches") and migraine ("migraines"). In 2008, the patient experienced allergy to metals ("allergic reaction to all of my jewelry that was not made of gold or silver/nickel allergy") and rash ("allergic reaction to all of my jewelry that was not made of gold or silver, wearing them makes me break out"). In 2014, the patient experienced alopecia ("hair loss") and eye disorder ("problem with left eye / eye problems"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"), constipation ("constipation"), fall ("fall often"), weight decreased ("weight loss"), seizure ("seizures") and coordination abnormal ("strength and coordination in my left leg"). In 2016, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). On (B)(6) 2017, the patient experienced genital injury ("burned my cervix"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain/pain: lower back and radiates down left leg"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands and feet"), vaginal infection ("vaginal infection"), tooth disorder ("dental problems"), nausea ("nausea"), balance disorder ("lack of balance"), pelvic pain ("pain: pelvic area"), pain in extremity ("pain: left leg") and abdominal pain upper ("pain: side stomach and lower stomach"). The patient was treated with surgery (ablation in 2016). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, perforation, intra-abdominal haemorrhage, abdominal pain, abdominal pain lower, back pain, headache, migraine, hypoaesthesia, paraesthesia, vaginal discharge, vaginal infection, alopecia, amnesia and dyspareunia had not resolved and the fatigue, incontinence, vaginal haemorrhage, allergy to metals, female sexual dysfunction, micturition urgency, dysmenorrhoea, tooth disorder, cystitis, constipation, affective disorder, urinary tract infection, fall, nausea, balance disorder, weight decreased, seizure, coordination abnormal, pelvic pain, bipolar disorder, post-traumatic stress disorder, depression, anxiety, rash, genital injury, pain in extremity, eye disorder and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, affective disorder, allergy to metals, alopecia, amnesia, anxiety, back pain, balance disorder, bipolar disorder, constipation, coordination abnormal, cystitis, depression, dysmenorrhoea, dyspareunia, eye disorder, fall, fatigue, female sexual dysfunction, genital injury, headache, hypoaesthesia, incontinence, intra-abdominal haemorrhage, menorrhagia, micturition urgency, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, perforation, post-traumatic stress disorder, rash, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: consumer still suffers from the above mentioned symptoms and is currently trying to set a date for the removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion (B)(6) 2014, ultrasound and labs are consistent with choledocholithiasis. She had a 1.8 cm stone, impacted in her distal common bile duct. (B)(6) 2010; hysterosalpingogram : impression: the essure devices prevent contrast from entering the tubes ¿concerning the injuries reported in this case, the following ones were described in patients medical record: anxiety, bipolar disorder, amnesia, urinary tract infection and back pain." Most recent follow-up information incorporated above includes: on 2-mar-2018: reporter information was added. This case concerns 30 year old patient. Lab data was added. Concurrent condition was added. Essure was ongoing at the time of the report. Following events were added: incontinence, abnormal bleeding (vaginal), allergic reaction to all of my jewelry that was not made of gold or silver/nickel allergy, apareunia (inability to have sexual intercourse)/it hurts too much and I would bleed afterwards, urinary urgency, dysmenorrhea (cramping), dental problems, bladder infection, constipation, mood issues, uti (urinary tract infection), fall often, nausea, lack of balance, weight loss, seizures, strength and coordination in my left leg, pain: pelvic area, bipolar disorder, ptsd (post-traumatic stress disorder), depression, anxiety, allergic reaction to all of my jewelry that was not made of gold or silver, wearing them makes me break out, burned my cervix, pain: left leg, problem with left eye and pain: side stomach and lower stomach. On 29-mar-2018: non significant information on 3-apr-2018: non significant information incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.